Manufacturer narrative:
Part and lot provided. UDI: (B)(4). A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Mrr# 159409 generated for part# 41042 lot# 5735659 for 586.5ft of 794ft of the raw material being oily. 586.5ft were rejected and 225.5ft were released. This nonconformance is not related to the complaint condition. Review of the device history records found that there were no issues during the manufacture of the product that would contribute to the complaint condition. Manufacture site: brandywine manufacture date: 25-jul-2011 expiration date: 30-jun-2015 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The device was implanted at c5-c6.

Manufacturer narrative:
Product development investigation was completed. Prodisc-c is a spinal implant intended as a replacement for diseased/ degenerated intervertebral discs of the cervical spine. The prodisc-c total disc replacement procedure involves the removal of a diseased/ degenerated disc, and subsequent restoration of intervertebral disc height and potential for motion via placement of the implant. The complaint description stated that it was determined that an implanted prodisc-c device had migrated anteriorly. The implant was subsequently removed during a revision surgery. During removal, a small fragment of the inlay chipped off and was retrieved by suction. One prodisc-c implant large deep 6mm (part #09.820.056s lot 6716777) including the superior endplate, inferior endplate, and polyethylene inlay were returned for analysis. Visual examination showed that damage was present on the superior and inferior endplates and the polyethylene inlay. The inlay was received with a fragment chipped off. The damage is associated with removal of the implant. The drawings for the superior endplate and polyethylene inlay were reviewed. The drawings call out the appropriate dimensions, material and finishing processes for a successful design. No design related issues could be identified. Replication of the complaint condition is not applicable since the migration observed in a patient cannot be replicated upon receipt of the device. A definite root cause for the migration could not be identified. The loss of fixation may have occurred if excessive forces were applied to the implant. Mechanical testing has shown that the design of the device is capable of withstanding maximum shear forces anticipated in the cervical spine under normal conditions. In addition, as mentioned in the complaint, the damage to the inlay occurred during the removal process. The design is adequate for the intended use of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing evaluation was completed. All three components of device were received individually boxed with visual iatrogenic damage to each component. Component 09.820.055.1: inferior endplate has visual iatrogenic damage that include: from the anterior perspective, there are nicks and scratches in the inlay pocket. Also, visually present is a dent on the anterior face of torn/peeled and curled slot which extends approximately 60% of slot length. The locking tab slot has nicks and scratches. On the cut-out, there is a dent. The backside surface has nicks and scratches with visible flattering of the plasma sprayed titanium surface. Component 09.820.055.2: superior endplate has visual iatrogenic damage that include: from the anterior perspective, the raised surface around the spherical diameter has nicks and scratches extending into the polished surface with a nick on the outer surface on the raised edge. The anterior surface edge has nicks and scratches. The posterior face of the keel has nick and dents. The backside surface has nicks and scratches with visible flattening of the plasma sprayed titanium surface. Component 09.820.055.4: inlay has visual iatrogenic damage that include: from the anterior perspective, on both rails there are nicks, dents, scratches and torn material. Damage extends onto the spherical surface. The top third of the spherical radius has sheared from main sphere where multiple impact imprints are visible near shear point. On the backside, the locking tab has two dents and deformation along full length. From the backside, it is visible that one of the rails is torn for approximately 50% of the length. All described damages on all components were post manufacturing. At the tie of manufacture, product met all relevant requirement. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This report is for an unknown pdc implant. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a prodisc-c (pdc) implant removal surgery on (B)(6) 2017, the surgeon inadvertently hit the poly inlay of the pdc implant with an instrument. As a result a small fragment of the poly inlay of the prodisc-c implant was chipped off, and was immediately retrieved by suction. There was no surgical delay or harm to the patient. The procedure was successfully completed. Revision is addressed in (B)(4). This report addresses the intraoperative event. Concomitant devices reported: pdc instrument (part number unknown, lot number unknown, quantity 1). This report is for one (1) unknown pdc implant. This is report 1 of 1 for (B)(4).